Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient was treated with topical steroids and oral antibiotics on (B)(6) 2023 (duration not reported).

Manufacturer narrative:
This report is submitted on july 24, 2023.